Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one ultraverse 035 dilatation catheter in two segments received for evaluation. During visual evaluation, a complete circumferential break was noted to the catheter shaft. Multiple kinks and stretching were noted to the catheter shaft. Kinks were noted throughout the balloon and to the inner guidewire lumen. Due to the condition of the device, no functional testing was performed. Therefore, the investigation is confirmed for the identified detachment and reported sheath removal difficulty as a complete circumferential break was noted to the catheter shaft, which could have caused difficulty in removing the device through the sheath. The investigation is confirmed for the identified material deformation as kinks were noted to catheter shaft and balloon. Also, the investigation is confirmed for the identified stretched as stretching was noted to the catheter shaft. A definitive root cause for the reported sheath removal difficulty, identified material deformation, detachment and stretching could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d2b, g3, h6 (device, component, result) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent an angioplasty procedure using ultraverse 035 dilatation catheter. During the procedure, the pta balloon was allegedly difficult to remove through the sheath. It was further reported that the guidewire was left and switched the sheath to keep access to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to insert through the sheath. It was further reported that the guidewire was left and switched the sheath to keep access to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 035 dilatation catheter in two segments received for evaluation. During visual evaluation, a complete circumferential break was noted to the catheter shaft. Multiple kinks and stretching were noted to the catheter shaft. Kinks were noted throughout the balloon and to the inner guidewire lumen. Due to the condition of the device, no functional testing was performed. Therefore, the investigation remains inconclusive for the reported sheath insertion difficulty as functional testing could not be performed due to the condition of the device returned. However, the investigation is confirmed for the identified material deformation as kinks were noted to catheter shaft and balloon. Also, the investigation is confirmed for the identified detachment as a complete circumferential break was noted to the catheter shaft. The investigation is confirmed for the identified stretched as stretching was noted to the catheter shaft. A definitive root cause for the alleged sheath insertion difficulty, identified material deformation, detachment and stretching could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.